Event description:
Since rptr has her implants put in 19 years ago, she has experienced the following symptoms and disorders which are becoming more severe each year; shoulder, arm, leg, back and neck pains and aches; memmory loss. Word loss, confusion, cognitive problems; extreme and unusual fatigue; muscle pain and weakness; ringing in ears; hair loss; multiple chemical sensitivities; depresion; anxiety; insomnia; gastrointestinal problems; malabsorption. Constant headaches with varying degrees of severity; night sweats; drenching sweats; stiffness in joints and muscles; bladder control problems; implant rupture; hardening of the breast; deformity of breast; vision changes; inability to learn new tasks or comprehend new information; shortness of breath; numerous upper respiratory infections; itching; numbness of digits of extremities; loss of sexual desire; chills and disorientation.